Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Clarkson crane, md, robyn a. Cunard, md, natalie sweiss, md, nicholas scanlon, md, taylor a. Doherty, md, and o. Alison potok, md. ¿anaphylaxis from ethylene oxide¿sterilized dialysis tubing and needles: a case report¿. American journal of kidney diseases, january 21,2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced an allergic reaction to a revaclear dialyzer. The circuit was primed and rinsed twice with normal saline. Ten minutes after the start of hemodialysis treatment with the patient experienced cramping, itching and a sensation of his throat closing. The patient's systolic blood pressure dropped and treatment was terminated.